Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing was noted on the implantable cardioverter defibrillator. The patient had no symptoms and was doing well. No additional information was reported.

Event description:
New information noted that the oversensing was resolved in clinic on (B)(6) 2018.